Event description:
It was reported that on (B)(6)2023, a 27mm navitor valve (B)(6) was chosen for implant with a large flexnav delivery sheath (B)(6) during a transcatheter aortic valve implantation through the left femoral artery. It was reported there was some calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, it was reported the operator experienced difficulty placing the valve in the appropriate position which involved a total of six resheaths. After the third deployment attempt, the patient experienced complete atrioventricular block. A decision was made to replace both valve and delivery sheath for a new 27mm navitor valve (B)(6) and a second large flexnav delivery sheath (B)(6). The physician confirmed the replacement device was successfully implanted in one session, and the replacement device was never resheathed after deployment. There was no clinically significant delay in the procedure due to this event. The final valve implant depth was 5mm for the noncoronary cusp and 5mm for the left coronary cusp. The valsalva sinus height was 30mm, circumference of the native valve was 74.2mm, and the ascending aorta diameter was 32mm. After implant procedure, the patient's pulse was reported to have returned to normal but a decision was made to place a temporary pacemaker as a precaution. The temporary pacemaker was placed from the femoral artery to the left jugular vein. The patient was returned to the intensive care unit (ICU), and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty positioning a 27 mm navitor valve using a large flexnav delivery system was reported. Field indicated that six attempts were made to place the valve in an optimal position and the efforts were unsuccessful and the device was recaptured and removed from the patient anatomy. Field also indicated that calcification extending beneath the aortic annular plane in the interventricular septum which may have contributed to the reported event. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There was no allegation of malfunction against the device or procedure. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."